Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-82985 is a concomitant. Please refer to manufacturer report number 2016493-2025-82986, which captured the correct suspect device per investigation report.

Event description:
It was reported the 8100 lvp was damaged/broken. When the lvp was connected to the pcu the devices would not power on. When connecting the iuis on both sides of the device the same failure occurred. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the 8100 lvp was damaged/broken. When the lvp was connected to the pcu the devices would not power on. When connecting the iuis on both sides of the device the same failure occurred. There was no patient involvement.